Manufacturer narrative:
The na electrode lot number was g93 and the cl electrode lot number was c47. The electrode expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas 6000 c (501) module. The first patient sample also had discrepant results when tested with the cl electrode. No questionable results were reported outside of the laboratory. The first sample initially resulted in a na value of 119 mmol/l and it repeated as 136 mmol/l. This sample initially resulted in a cl value of 121.3 mmol/l and it repeated as 103.7 mmol/l. The second patient sample initially resulted in a na value of 87 mmol/l and it repeated as 135 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls recovered within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer found a leakage in the electrode block connection to the pinch valve. The bath sub-assembly was replaced. Ise checks were performed and passed. Calibration, controls, and precision studies were run. All checks passed. Precision studies and controls were within specifications. The investigation determined the service actions resolved the issue.